Event description:
The duett was deployed following an interventional procedure, via a 7 fr sheath in the right common femoral artery. Following the deployment, the patient experienced a large hematoma and leg discoloration. Treatment consisted of compression using a femostop. The treatment was successful, and the event was resolved with no further complications.